Manufacturer narrative:
(B)(4). Implanted: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as implants were disposed of by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted. There are multiple complaints associated with one event: 0001822565 - 2018 - 03662. Not returned to manufacturer.

Event description:
It was reported the patient developed infection approximately six (6) months post-operatively. Patient underwent treatment with antibiotics, before undergoing a revision procedure shortly after. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.